Event description:
It was reported that a pcu and (4) syringe pump modules had communication error pump failures, and that these devices had new iuis installed recently. Upon investigation of the devices by the customer, the logs state one of the syringe pump modules also showed sensor and keypad errors, syr s/n (B)(6). Although requested, further information was not provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the returned system having communication errors was not confirmed during a review of the logs or replicated during testing. A comprehensive review of the logs did not identify any error associated to a communication failure on the date of the reported incident with the system. On (B)(6) 2020, at 8:09 am a channel disconnect event occurred; however, it was not a result of a communication failure and it appears the channel disconnect was caused by the user removing the module s/n (B)(6) when in an active state. Syringe module s/n (B)(6) showed log only error codes 353.7200.5 which do not affect the overall operation of the system and are not related to the communication failures being reported. Iui test method results demonstrated the iuis on the systems are not failing or producing a channel disconnect associated to a power or communication loss. Device inspection: an internal and external examination of syringe module s/n (B)(6) showed the unit in over all good condition. There was no evidence of fluid ingress on the internal electronic or mechanical components. There was no obvious issues or anomalies observed with the internal inspection of the returned device. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s experience with the system exhibiting communication errors was not determined. Device history review: a review of the device history record showed the device had a manufacture date of 18feb2015. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that a pcu and (4) syringe pump modules had communication error pump failures, and that these devices had new iuis installed recently. Upon investigation of the devices by the customer, the logs state one of the syringe pump modules also showed sensor and keypad errors, syr s/n (B)(4). Although requested, further information was not provided.